Event description:
During review of an article regarding outcome and complications of vns in children with intractable epilepsy, it was reported that a pt had infection. It was additionally reported that the pt had the device removed. Good faith attempts have been made with the physician/author of the article to obtain additional info, but have been unsuccessful to date.

Manufacturer narrative:
Kabir, s.m.r., rajaraman, c., rittey, c., zaki, h.s., kemeny, a.a., mcmullan, j.(2009) vagus nerve stimulation in children with intractable epilepsy: indications, complications, and outcomes. Childs nerv syst. Doi 10.1007/s00381-009-0849-z.